Event description:
Healthcare professional reported " implant exchange secondary to capsular contracture, explants were noted to be mcghan textured saline implants". This record is for the right side. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ anxiety-product/procedure: unable to observe since it is a medical event and is not related to the device. ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure crease one opening on the shell and one opening on the plug strap was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported " implant exchange secondary to capsular contracture, explants were noted to be mcghan textured saline implants". This record is for the right side. Device has been explanted.